Manufacturer narrative:
A4: patient weight added to the report.

Event description:
It was reported that on (B)(6) 2022, surgery occurred and the physician repositioned the migrated leads. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05786. It was reported that the patient did not have adequate therapy due to lead migration. X-ray confirmed migration. As a result, surgical intervention may occur to address the issue.